Manufacturer narrative:
(B)(4). Batch # m90y84. Result = jaws. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the device was noted to be empty and the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported event of scissored clips; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon noted that clips would not stay in jaws of device; they easily dislodged. The tech also noted that clips would fall out of jaws after auto reload. No unusual feel or noises from device during firing. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).